Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message reported was found in the event log. Two power cables, two signal cables, transducer cable, and latch seal were replaced. The system was then tested and met all product specifications. The samples have been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The pt was in the room. The system message would not clear. The system was switched out and the cases proceeded. No pt injury was reported.